Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed various errors and would not make x-rays. This rendered the system unusable. There is no report of patient injury associated with this event.